Manufacturer narrative:
(B)(4). Title experience and efficacy of a bipolar vessel sealing system for radical abdominal hysterectomy source international journal of gynecological cancer, volume 19, 2009 (1658y1661), article number: 9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, the study evaluated the efficacy of an electrosurgical bipolar vessel sealing system for radical abdominal hysterectomy. The study included 85 patients who underwent rah with pelvic lymphadenectomy for cervical cancer or endometrial cancer and 18 patients were operated on with the ligasure system. It was reported that 1 patient required a blood transfusion.